Event description:
Patient had new leads for EKG [electrocardiogram] monitor and when taking off cause skin tear. This patient was not elderly and not an at-risk patient and it was on the left forearm.